Event description:
The end-user reported a male patient previously implanted with a 28 mm cardioseal presented in 2008 for routine follow-up. Evaluation at that time revealed a large perdunculated thrombus covering most of the left side of the device. Patient was admitted for observation and possibly explantation.

Manufacturer narrative:
The explanted device was returned for evaluation; a review of our lot history record revealed this lot passed applicable test and inspections and was released in accordance with our procedures governing lot release. We have requested the implantation and operative case summary along with all relevant films from the end-user. At this point, all of the requested information is still pending, upon receipt we will conduct a thorough investigation and communicate our findings via a follow-up report.